Manufacturer narrative:
The product was not returned for analysis. The reporter stated: "clinical reason is failure to adapt. Replaced with monofocal." The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with foggy vision, hard seeing at all ranges. The lens was exchanged for unspecified monofocal lens model 4 months 26 days following the initial procedure. Clinical reason for explant was mentioned as failure to adapt. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been received and stated that patient issues resolved with iol exchange and surgeon prognosis was good. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).